Event description:
Customer was unresponsive and spouse were called paramedics. Paramedics tested the customer blood glucose and received a result of 58mg/dl. The customer was taken to the hosp and given ivs. The dr decreased the amount of glyburide taken by the customer. At 1pm the customer was at home on the same day and the family member tried to wake the customer they were very disoriented and they tested their blood glucose and received a result of 138mg/dl. Family member called paramedics at 2:59pm they received a result of 20mg/dl the customer was taken back to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.